Event description:
Customer reports back to back testing using the same meter on the advantage system with results of 275 mg/dl and 90 mg/dl. Quality controls were run and l1 control was out of range. No adverse event related to the discrepant results. A request was made for return of the suspect product and a replacement was sent.